Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that while the physician was removing the product from inside the coil, the stent dislodged in the plastic protection. Another company's device was used to conclude the procedure with success. No additional event or patient information is available.